Event description:
It was reported that the pt was treated for elevated blood glucose levels and ketones.

Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation demonstrated the pump was operating within required specifications. Evaluation demonstrated that the pump was delivering within required delivery accuracy. Review of the pump history revealed normal pt use.